Manufacturer narrative:
Unit received with missing segments due to cracked zebra connector. Unable to perform self test and displacement test due to missing segment.

Event description:
Information received by medtronic indicated that the there was a line on the screen of the insulin pump. Customer reported that the insulin pump was not bumped or dropped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.